Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 500 mg/dl. No other information was provided and several unsuccessful attempts to contact the patient were made. This complaint is being reported because a device use error or device malfunction could not be ruled-out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2017. There was one record of user cancelling bolus on that same date. There was an unexplained loss of prime recorded (B)(6) 2017. The total daily doses added up to correctly reflect the user¿s programmed basal rates. Product analysis was unable to complete the required investigation due to an unrelated issue that was previously reported.